Event description:
This report summarizes 78 malfunction events in which the device had paint chips missing. - 78 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 77 events were previously reported during the reporting quarter; however: - 1 previously reported event was included under MFR report # 0001811755-2020-00316 but should be included under this report. - 78 total events were reported for this catalog number/device code combination for the reporting quarter and are included in this follow-up record. Product return status 31 devices were received. 47 devices were evaluated in the field. Event confirmation status 78 reported events were confirmed. Evaluation results 78 devices were found to be affected by missing paint chips.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 76 events were originally reported for this failure mode during the reporting quarter. 77 events should have been reported; 1 event was inadvertently excluded. - 77 reported events are included in this follow-up record. Supplemental rationale corrected data: b5, h10 77 previously reported events are included in this follow-up record. Product return status 28 devices were received. 49 devices were evaluated in the field. Event confirmation status 77 reported events were confirmed. Evaluation results 77 devices were found to be affected by missing paint chips.

Event description:
This report summarizes <noe> 77 </noe> malfunction events in which the device had paint chips missing. 77 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 76 </noe> malfunction events in which the device had paint chips missing. 76 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 74 events were originally reported for this failure mode during the reporting quarter. - 2 events were inadvertently excluded. - 76 reported events are included in this follow-up record. Product return status 25 devices were received. 49 devices were evaluated in the field. 2 device investigation types have not yet been determined. Event confirmation status 74 reported events were confirmed. Evaluation results 74 devices were found to be affected by missing paint chips.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 74 events were reported for this quarter. Product return status: 7 devices were received. 51 devices were evaluated in the field. 16 device investigation types have not yet been determined. Event confirmation status: 58 reported events were confirmed. Evaluation results: 58 devices were found to be affected by missing paint chips. Additional information: 74 devices were not labeled for single-use. 74 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 74 </noe> malfunction events in which the device had paint chips missing. 74 events had no patient involvement; no patient impact.